Event description:
It was reported that when the camera rotation button is pressed on the 9800 system, the image spins completely around. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjustments made to psq. Erased all flash memory and reloaded calibration files. System is functional and operating as intended.